Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found hair like debris in the sterile package. No adverse events have been reported as a result of the malfunction as there is no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner cavity confirms there is an unknown hair-like object within the sealed cavity. The packaging was intact when it was received. The reported event is confirmed. The ftir spectrum analysis of the debris concluded that it is made of biological material. The physical appearance suggests a hair. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.